Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the unit will not run on just battery power, does not charge and shuts off abruptly when unplugged from ac power due to an internal failure within the lithium ion battery. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Found during evaluation: the unit will not run on just battery power, does not charge and shuts off abruptly when unplugged from ac power.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Found during evaluation : the unit will not run on just battery power, does not charge and shuts off abruptly when unplugged from ac power.